Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
A dimaondback 360 coronary orbital atherectomy device (oad) was advanced to the distal side of the severely angulated right coronary artery (rca). One treatment was performed on low speed. Cineangiography was performed and revealed a driveshaft fracture. The fractured component was successfully snared and removed. Balloon angioplasty was performed to complete the procedure. The patient was stable with no consequences.